Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding misidentification of neisseria species associated with the vitek® ms. The customer reported the vitek® ms identified a patient strain as neisseria meningitides; however, a reference laboratory could not confirm the result. The reference laboratory method of testing is unknown. Internal biomérieux investigation was initiated. However, the customer did not comply with biomérieux request for isolate submittal nor submission of log files associated with the tests in question. Without log files or patient strains, no investigation is possible. Therefore, there is no scientific evidence to suggest the vitek® ms system performed outside of specifications.

Event description:
A customer from (B)(6) reported to biomérieux repeated problems with neisseria identification and the vitek® ms. The customer reported the vitek® ms identified four patient isolates as neisseria meningitidis, but the reference laboratory could not confirm the result. The results were: patient 1: pharynx isolate vitek® ms neisseria meningitides 99%, neisseria meningitides 99%, reference - neisseria cinerea patient 2: pharynx isolate vitek® ms neisseria meningitides 99%, neisseria meningitides 99%, neisseria meningitides 99%, reference - unknown. Patient 3: pharynx isolate. Vitek® ms neisseria meningitides 99%, neisseria meningitides 99%, neisseria meningitides 92% reference - neisseria cinerea. Patient 4: vitek® ms - neisseria meningitides 99%, neisseria meningitides 99%. Reference - neisseria sicca/neisseria mucosa. The customer reported an incorrect result was reported to a physician and it is not known if the patient was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.